Event description:
The customer returned an s8 autoset device on (B)(6) 2015 for evaluation. At the time of the return, there was no indication that the device malfunctioned or contributed to a patient death. Additional information was provided to resmed on february 18, 2015 stating that the device was used on a patient that passed away. MFR# 3004604967-2015-00073.